Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. The patient experienced diaphragmatic stimulation due to increased left ventricular output and vector change. Programming changes were made to restore normal parameters. After these changes the patient was stable.